Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during an angioplasty procedure at the lower leg, the catheter of the pta balloon allegedly broke. The physician was unable to snare out the broken piece from the patient. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vascutrak pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody, no specific anomalies noted on the device. No wire detachment or breaks were noted under microscopic evaluation. The manufacturing site performed an additional review of the returned sample, and no evidence of break or detachment of the wire were noted on the device. One image was reviewed. A report describes an event in which a guidewire associated with an angioplasty balloon fractured and was unable to removed. The image provided cannot confirm this. If possible, other images from the below the knee should be provided to further evaluate and should include the wire in question. Wire fractures are quite rare but can be due to the wire being stuck in a subintimal plane or structural failure of the wire. Ideally, the fractured wire should be removed if feasible because this could theoretically result in an increased thrombotic risk. However, there are reports of cases where the wire could not be removed via endovascular techniques and was therefore left within the patient without harm. Therefore, based on the image review, the reported wire break, detachment and retraction issue remains inconclusive, since no evidence noted on the submitted image. Therefore, the investigation for the reported wire break, detachment and removal issue are unconfirmed, as no evidence of a break or detachment of the device component were noted. A definitive root cause for the reported wire break, detachment and removal issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 09/2023), g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure at the lower leg, the guidewire of the pta balloon allegedly detached. It was further reported that the device allegedly was broken and it was difficult to remove. Physician was unable to snare out the broken piece from the patient. The current patient status is unknown.